Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from the consumer regarding a patient receiving dilaudid (1.7 mg/ml at .48mg/day) via an implantable infusion pump. It was reported that there had been issues with refills due to the pump tilting. Surgical intervention occurred; the pump was repositioned and tied down using suture loops.